Event description:
The surgeon asked for a reload of contour 40mm linear stapler. When reloaded, the stapler would not fire properly. The malfunctioning reload was removed and a new reload inserted. The device fired properly once the malfunctioning reload was replaced. The patient suffered no harm.